Event description:
It was reported that the biomed came into room and found light on floor. The room had been closed and no staff or patient was present. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The part number is not known at this time, therefore the gtin and 510k is not known. However, should it become available it will be provided in future reports.